Event description:
It was reported that possible output circuit damage was found. High pacing lead impedance was observed. High voltage impedance was low. Based on ICD analysis, a lead issue is suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported low impedance was confirmed in the laboratory. Analysis found the svc shock coil ring melted at the distal end. Internal insulation abrasion was noted in this location. One of the rv cables was also melted. Internal insulation abrasion under the svc was noted at 21.5cm to 22cm from the distal tip.